Manufacturer narrative:
Analysis was performed at the philips authorize bench facility and the results of functional testing indicate that the pressure board gives inaccurate readings. Pressureboard needs replacement. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was the pressure board. The issue was resolved by replacing the pressure board, the microstream extension passed all safety and performance tests. The device was returned to the customer.

Event description:
Philips received a complaint on intellivue microstream extension indicating that the pressure board failed to give consistent accurate information. The device was not in clinical use at time of event, no patient involvement.